Manufacturer narrative:
Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir or p-cap in place due to missing retainer. Unit also received with missing display window cover, cracked keypad at select button, cracked case corner of belt clip rails and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a detached retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.